Event description:
The laser system has the following problem: "display screen not working". No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to broken component. After the display replacement the laser system restarted to work correctly. We are unaware about patient injury.